Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 427mg/dl. The customer was treated with insulin drip. The customer also mentioned having had low blood glucose level around 80mg/dl. The customer states they caused the high themselves because they suspended the pump, but did not know what caused the lows. The customer was advised to call back if any issues should arise.